Event description:
It was reported to philips that the display of the image was delayed after acquisition. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer who confirmed the reported issue. The rse recommended onsite service. A philips field service engineer (fse) inspected the system onsite. Troubleshooting and review of the system's log file were not able to identify any errors or system malfunctions that might have led to reported issue. The issue could not be reproduced and the system passed all required testing. As a precaution, the fse cleaned the image processing pc (ippc) memory card and plugged it back in. After functional checks were performed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.